Event description:
It was reported that during a realize adjustable band procedure, the device was tested and there was a hole in the band. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): puncture. The band balloon was returned for analysis. Upon visual inspection, it was observed that the balloon was punctured two times. The first hole is 0.5mm of diameter and perpendicular to the snorkel. The second hole is 1.2mm of diameter and localized at 5mm from the catheter connection, and opposite to the snorkel. It was also noted that the buckle on the snorkel side was torn on 2mm in length. These damages were probably performed by a sharp instrument. The product's instruction for use (IFU) cautions against inadvertent perforation of the band from sharp instrumentation during implant. A review of the manufacturing process was performed, and it was noted that the devices are 100% leak tested before release. A manufacturing issue unlikely contributed to the event.